Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 for covid and peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. Per the nurse, the patient had concomitant covid-19 illness which was diagnosed the week prior. During the hospitalization, the patient had a pd culture obtained (on (B)(6) 2022) which grew the bacteria pantonea agglomerans. The nurse stated the patient was treated with antibiotic therapy with ancef (1 gram) and fortaz (2 grams) intra-peritoneal (ip) daily. Additionally, the patient continued pd while in the hospital. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. Per the nurse, the patient is finishing a 9 day course of antibiotics and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the peritonitis was likely due to a breach in aseptic technique while the patient was ill with concomitant covid illness.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 for covid and peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. Per the nurse, the patient had concomitant covid-19 illness which was diagnosed the week prior. During the hospitalization, the patient had a pd culture obtained (on (B)(6) 2022) which grew the bacteria pantonea agglomerans. The nurse stated the patient was treated with antibiotic therapy with ancef (1 gram) and fortaz (2 grams) intra-peritoneal (ip) daily. Additionally, the patient continued pd while in the hospital. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. Per the nurse, the patient is finishing a 9 day course of antibiotics and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the peritonitis was likely due to a breach in aseptic technique while the patient was ill with concomitant covid illness.

Manufacturer narrative:
Correction provided in h10. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient had concomitant illness from covid 19. The patient¿s pd culture yielded growth of the bacteria pantonea agglomerans which is a bacterium normally found in feces of humans and animals. Therefore, the patient¿s peritonitis can be attributed to a breach in aseptic technique during the pd exchange while ill with covid, as reported by the patient¿s pd nurse.

Event description:
On 24/jun/2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 for covid and peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. Per the nurse, the patient had concomitant covid-19 illness which was diagnosed the week prior. During the hospitalization, the patient had a pd culture obtained (on (B)(6) 2022) which grew the bacteria pantonea agglomerans. The nurse stated the patient was treated with antibiotic therapy with ancef (1 gram) and fortaz (2 grams) intra-peritoneal (ip) daily. Additionally, the patient continued pd while in the hospital. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. Per the nurse, the patient is finishing a 9 day course of antibiotics and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the peritonitis was likely due to a breach in aseptic technique while the patient was ill with concomitant covid illness.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On 24/jun/2022, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 for covid and peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. Per the nurse, the patient had concomitant covid-19 illness which was diagnosed the week prior. During the hospitalization, the patient had a pd culture obtained (on (B)(6) 2022) which grew the bacteria pantonea agglomerans. The nurse stated the patient was treated with antibiotic therapy with ancef (1 gram) and fortaz (2 grams) intra-peritoneal (ip) daily. Additionally, the patient continued pd while in the hospital. Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd with the same cycler. Per the nurse, the patient is finishing a 9 day course of antibiotics and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated that the peritonitis was likely due to a breach in aseptic technique while the patient was ill with concomitant covid illness.